Manufacturer narrative:
Corrected data: d4: unique identifier number: (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.00 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Patient weight, ethnicity, and race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional information: d9-return date: 12-jan-2023. H3 - device evaluation: the lens was returned dry in a vial. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).